Event description:
According to the reporter, during a meeting with a physician at the hospital, it was mentioned that there were issues with the device breaking at lower than expected forces. It was believed that the material was not as strong as the standard device. The issue was occurring during the procedure, requiring the surgeon to back out of the remaining suture length and reapplying a new suture. Based on information received from the account sales representative, no further information is available from the account.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/10/2015.